Event description:
Information was received from the neurosurgeon indicating that the patient's left vocal cord was affected. All diagnostics were noted to be within normal limits.

Event description:
The patient experienced vocal cord paresis that began when vns stimulation was initially turned on. The physician believes the cause of the paresis is stimulation. No other relevant information has been received to date.